Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the embolization procedure of a right posterior communicating intracranial aneurysm, physician failed to detach the subject coil. While advancement there was a spontaneous detachment of the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis therefore the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported main coil failed/unable to detach and main coil prematurely detached/separated during use, review and analysis of available information failed to identify a definitive cause, as the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that during the embolization procedure of a right posterior communicating intracranial aneurysm, physician failed to detach the subject coil. While advancement there was a spontaneous detachment of the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.

Event description:
It was reported that during the embolization procedure of a right posterior communicating intracranial aneurysm, physician failed to detach the subject coil. While advancement there was a spontaneous detachment of the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent. The main coil was found to be detached and not returned. During functional testing, main coil failed/unable to detach functional test ¿ unable to perform as the coil was found to be detached. Main coil prematurely detached/separated during use ¿ n/a. Confirmed during visual analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil failed/unable to detach could not be confirmed during the analysis as the main coil was detached and not returned. The reported main coil prematurely detached/separated during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be detached from the delivery wire and not returned. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'main coil prematurely detached/separated during use', as the defect appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable code of not confirmed will be assigned to 'main coil failed/unable to detach' as the defect was not confirmed during the analysis. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is associated with handling of the device during the clinical procedure.